Event description:
It was reported that the patient had ipg pocket wash up procedure on (B)(6) 2025 due to a suspected infection. However, during the procedure it was determined that there were no signs of infection found. However, there was subcutaneous seroma around the ipg. As such, topical antiseptic was applied, and the procedure was completed with wound closure to address the issue. Additionally, antibiotics was prescribed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that patient experience pain/discomfort at the ipg site due to the seroma. Reportedly, the seroma has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.